Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed without incident. Post deployment effusion sweep was negative and no effusion was noted at the end of the case. Approximately 5 hours post procedure, patient developed chest pain and a pericardial effusion was discovered. A pericardiocentesis was performed to successfully resolve the pericardial effusion. No known cause of effusion. Patient has been discharged.